Event description:
Allergan aesthetics received additional information that the patient was treated to the infra-scapular, mid, and low abdomen on (B)(6) 2017, (B)(6) 2018, and (B)(6) 2020 using the cooladvantage coolcore and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Additional information: a2, a3, a4, b5 (treatment date, area of concern, applicator), d4 (catalog #, serial #, UDI), d10. Corrected data: d1, d8, g1 (address, title, name, email), g2, g4, h3, h6, h11. This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A coolsculpting treatment provider reported to allergan aesthetics that a patient received coolsculpting treatment in an unknown area with an unknown applicator and presented with paradoxical hyperplasia.